Event description:
It was reported that the insulin pump alarmed motor error for the last three days, and the customer's glucose level was low. Troubleshooting was performed, and the displacement test failed. It was stated that the device was not able to prime and was stuck on the rewind loop. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose drive support disk. The displacement functioning properly. Unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm. The insulin pump was received with missing end cap sticker.